Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. The surgeon fired the device and a part of the yellow shipping wedge was stapled onto the resected tissue. The surgeon removed it with forceps. There was tissue damage. Patient is alive, no injury.